Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 400 mg/dl. Customer also had blood glucose value 176 mg/dl and at the morning 7 am to 11 am it was 432 mg/dl. Troubleshooting was declined for high blood glucose due to unclipping of the set. Insulin pump will not be returned for analysis. Infusion set will be returned for analysis.